Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification showed that the lens is identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint cannot be confirmed. A review of the manufacturing records for the lens was performed. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of labeling was conducted. The labeling review noted that unexpected postop refraction is not listed in directions for use (dfu); however, the precaution section state that the listed pre-operative measurements are very important. Variability in any of the preoperative measurements can influence patient outcomes, and the effectiveness of treating eyes with lower amounts of preoperative corneal astigmatism. Further, the dfu contains a section on lens power calculations and selecting and placement of the tecnis toric iol. The described precautions are directly related to the event. Considering there was a refractive error, the event is not related to lens design or manufacturing. No further investigation was performed. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary surgery due to a refractive error, there was no issue or deficiency in the product. Further information indicated patient had a non-toric iol implanted and did very well with a visual acuity the next day of 20/25+.